Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that noise was observed on the lead. Additional information was received that no intervention has been performed. There was no further information on the patient's status.